Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used the closurefast catheter along with an rfg3 generator to treat the great saphenous vein as per IFU. The device was not reprocessed. It was reported that the vein did not close. On the follow up ultrasound, an ehit was present. It was reported that no thrombotic medication was prescribed. The patient is reported to be doing well.